Manufacturer narrative:
The lead analysis results were inadvertently left off of the initial MFR. Report.

Event description:
It was reported that the patient had the vns device explanted because it was implanted for seven years and never worked, and now the patient is having breathing problems, or dysphagia, with vns. The explanted device was returned on (B)(4) 2013 and is pending product analysis. Attempts will be performed for additional information. No additional information has been received.

Event description:
Attempts for additional information have been unsuccessful.

Event description:
Analysis of the lead was completed on (B)(6) 2013. Note that the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer and connector pin inner silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and connector pin inner silicone tubing. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. The generator analysis was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.